Event description:
The customer reported being at the emergency care due to high blood glucose of 300mg/dl, and she was treated with a bolus. The customer was experiencing headaches. The caller stated that she went for a routine check up and ended with high glucose. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the bolus history and all the boluses were delivered. Assisted the customer to run a fixed prime test and the insulin did exit. The customer did not have a tubing clamp available at the time to perform the high pressure test. Reminded the customer to change the infusion set and reservoir every two to three days. The caller mentioned that she went through the scanner while wearing the insulin pump at the airport last year during her vacation. The blood glucose reading at time of call was 200mg/dl. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.